Manufacturer narrative:
Investigation results of side-car rx pushback. A visual examination of the returned device found residue present on the device indicating use/ handling and the basket was found to be fully retracted. Physical analysis of the product found side car-rx to present pushback. A functional evaluation was performed by easily extending and retracting the basket. The basket was properly formed and width was measured and found to be within specifications. Although it cannot be determined why the basket failed to capture the stone, user technique, tortuous anatomy and other procedural factors could possibly contribute to the issue. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx lithotripter compatable basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician advanced the trapezoid basket over the guidewire and into the bile duct in order to capture a stone of less than 12mm in size. However, the basket failed to capture the stone so the basket was removed from the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results of side-car rx pushback. A visual examination of the returned device found residue present on the device indicating use/ handling and the basket was found to be fully retracted. Physical analysis of the product found side car-rx to present pushback. A functional evaluation was performed by easily extending and retracting the basket. The basket was properly formed and width was measured and found to be within specifications. Although it cannot be determined why the basket failed to capture the stone, user technique, tortuous anatomy and other procedural factors could possibly contribute to the issue. Therefore, the most probable root cause of 'operational context' is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch.